Event description:
An ocd lab specialist reported biased valp results from control fluids on the 5,1 fs analyzer following calibration. No patietn rsults were reported. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient harm as a result of this event.